Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The original issue with the machine was that it was giving a 24v low alarm. During troubleshooting, the biomed identified burnt wires on the transformer going from the power switch to the power control board. There were no signs of any smoke, sparks, or flames, and no burning smell was noted. The biomed replaced the transformer and the wires, and the machine then displayed a blood sensed and art. Bp no comm alarm. The biomed decided to replace the entire power supply and this resolved the issue. The biomed confirmed the machine was back in service and hasn't experienced any further problems. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Additionally, the machine has not experienced any past problems with failing the electrical leakage test. The biomed said the part was an original fresenius product. The machine had somewhere between 30,000 and 40,000 hours on it. No photos of the thermal damage were available. The biomed agreed to return the power supply once the replacement was received. There was no patient involvement associated with the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The original issue with the machine was that it was giving a 24v low alarm. During troubleshooting, the biomed identified burnt wires on the transformer going from the power switch to the power control board. There were no signs of any smoke, sparks, or flames, and no burning smell was noted. The biomed replaced the transformer and the wires, and the machine then displayed a blood sensed and art. Bp no comm alarm. The biomed decided to replace the entire power supply and this resolved the issue. The biomed confirmed the machine was back in service and hasn't experienced any further problems. It was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Additionally, the machine has not experienced any past problems with failing the electrical leakage test. The biomed said the part was an original fresenius product. The machine had somewhere between 30,000 and 40,000 hours on it. No photos of the thermal damage were available. The biomed agreed to return the power supply once the replacement was received. There was no patient involvement associated with the events.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.